Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+0.5/115 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having a low vault and remains implanted. The lens is planned to exchange for a longer lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, 12.5/+0.5/115 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported to have a low vault. The lens was exchanged for a longer lens, however the icl vault did not improve. Patient's post-op best corrected visual acuity (bcva) is 20/20 and uncorrected visual acuity was 20/20. Work order search: no similar complaints were reported for units within the same lot. As per the dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contradicted. This patient had an acd of 2.95 mm at the time of implantation. Claim # (B)(4).